Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported, that a patient was not happy with her intermediate distance vision 9 months following bilateral lasik surgery. In a follow up, the optometrist reported, that the patient has mild residual cylinder. The patient will follow up with the reporter if she opts for an enhancement procedure.